Event description:
It was reported to MFR that high lead impedance had resulted from an unk diagnostic test performed on the pt's device by the treating physician. Additionally, it was reported that the pt was no longer sensing normal stimulation of the device. The pt was referred to a surgeon. The pt subsequently had surgery where the lead and generator were replaced. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. Attempts to obtain the explanted devices for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.